Event description:
It was reported that during the initial setup for implant, an implantable cardiac defibrillator (ICD) exhibited with loss of radio frequency telemetry. The ICD was not used and a different device was implanted. There were no patient consequences and the patient was stable.

Manufacturer narrative:
The reported event of radio frequency (rf) telemetry anomaly was confirmed. The device was returned for analysis and above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry issue was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.